Event description:
This lead was explanted due to noise and a gradual rise in sensing impedance. The helix would not retract, so the physician used laser extraction to remove the lead and replaced it.

Manufacturer narrative:
Upon receipt, the lead was found dissected. All parts of the lead were received. In appearance the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. Furthermore the inspection of the lead confirmed, apart from the present dissection, cuttings in the insulation. In addition, the fixation helix was found deformed. Damage symptoms such as these require the presence of mechanical stress. Therefore mechanical forces during the explantation procedure should be taken into consideration. In summary, no indication of a material or manufacturing problem was noted during analysis.